Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the light source shut off completely in the middle of the casethe procedure was completed successfully using a replacement.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: shut off completely in the middle of the case. Rep went to test and console will not power back on even with new power cord the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a bad power supply.

Event description:
It was reported that the light source shut off completely in the middle of the casethe procedure was completed successfully using a replacement.